Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a ercp procedure. According to the complainant, during the procedure, an attempt was made to extend the needle and the wire within the handle broke. No part detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a ercp procedure. According to the complainant, during the procedure, an attempt was made to extend the needle and the wire within the handle broke. No part detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Device evaluation: visual evaluation of the returned device found that the device was twisted and the needle was in the retracted position. Functional evaluation found that the needle could not be extended out of the catheter tip when activated with the handle. The cutwire was found broken at the handle. The needle length met specifications indicating the needle did not break at the distal end. The condition of the returned device was consistent with the complaint that the metal wire (cutwire) inside the handle was found broken; the complaint was confirmed. Review and analysis of all available information indicated the most probable root cause for this event was operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.